Event description:
A mayfield ultra base unit was reported to have slipped during a craniotomy. The event was described as follows; the surgery was completed without repositioning the pt however, after the surgery the neurosurgeon commented that he felt the ultra base unit slip. It was noted that the pt had a closed "divot" in her upper lip but, it is not known whether she had it prior to the surgery. The burr hole in her head however, was noted to be larger than usual. There were no treatments required. No stereotactic device was used during this procedure. Codman skull pins were used with the mayfield ultra base unit.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.